Manufacturer narrative:
Per the complaint text, the issue was resolved by cleaning the barcode reader. Review of the result log did not find the sid in question: (B)(6) (8 characters). Per the complaint text, sid (B)(6) was incorrectly read as sid (B)(6) (9 characters) by the bar code scanner; however, the only sid present in the result log was (B)(6). The result log appears to have captured sid (B)(6) even though the complaint text indicated that (B)(6) (8 characters) was the correct sid. Review of the sample activity log did not find any entry of sid (B)(6) being scanned; however, does show sid (B)(6) being scanned on the sample carriers. The debug log only shows tests for sid (B)(6) as being ordered from the lis system. There was no entry for sid (B)(6). Based on the results of the log review, there was no evidence to indicate that sid (B)(6) was a valid sid with tests ordered for this sid. Review of the provided pictures indicated that there appears to be a scratch on the barcode label for sid (B)(6). Visually, the label is showing (B)(6) (8 characters), but there appear to another digit missing where that part of the barcode is scratched off. It is possible that the human readable portion of the label was sid (B)(6) due to the damage on the label; however, the sid scanned as (B)(6). Label integrity may have been an issue regarding the human readable portion of the barcode label, where the damaged part of the label could have been another digit to be (B)(6) instead of (B)(6); however, this could not be confirmed. Based on the review of the logs and the pictures, there appears to be no evidence of a sample misassociation that may have occurred with the architect bar code scanner, scc (part number 07d09-13) and the architect system. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c8000 system misread sample barcode label (B)(4). The issue was identified after an error message was generated indicating that the barcode had already been used. No incorrect patient results were reported out of the laboratory. No adverse impact to patient management was reported.